Manufacturer narrative:
Added concomitant products. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl. The customer declined troubleshoot for low blood glucose. The customer also stated that the insulin pump alarmed compromised force sensor system. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was protruded. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/compromised force sensor system and excessive no delivery test due to compromised force sensor system alarm.